Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure it was observed that the reverse button (trigger) on the compact air drive device locked. It was not reported if there were any delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the reverse button (trigger) was locked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not run, and the device would not reverse ¿ reverse locking mechanism blocked. It was further determined that the device failed pretest for check the power with the test bench, check the function of the device, and check reverse locking mechanism with oscillating saw attachment. The assignable root cause of these conditions was determined to be traced to the user, which is user error. Correction: d9: the date returned to manufacturer was documented as february 3, 2021 on the initial report. This date has been updated to february 4, 2021. If additional information should become available, a supplemental medwatch report will be submitted accordingly.